Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that another double lumen PICC line with a leaking t lock assembly, the leak was discovered when we primed the line. The event did not interrupt treatment. Secured the device with a stat lock. The event did not involve an urgent or life-threatening situation. There was no patient harm noted due to intervention.

Event description:
It was reported that another double lumen PICC line with a leaking t lock assembly, the leak was discovered when we primed the line. The event did not interrupt treatment. Secured the device with a stat lock. The event did not involve an urgent or life-threatening situation. There was no patient harm noted due to intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. An investigation was conducted based on the known detail surrounding the event, the returned sample, and the provided product information. The complaint of leak in the hub was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. Bd will record this information as valuable feedback into complaint trending and ongoing quality efforts.